Event description:
As part of CAPA 5677695, it was identified that retrospective review activities were warranted for intracavity transducer damage if physically split, fractured, or contains sharp edges on the transducer, regardless of whether the device is in clinical use. Philips ultrasound is reporting this complaint as part of the retrospective review completed for intracavity transducer damage. It was reported the x8-2t transducer had a potential cut in the internal wiring that affected the probe tip movement. This transducer was associated with an epiq 7c ultrasound system. There was no patient or user harm associated with this event. The service engineer confirmed the reported issue and replaced the transducer to resolve the customer's immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
H11: the initial report inadvertently reported an incorrect date received by mfg (g3) and should have been 21mar2025. A thorough investigation was performed to determine the cause of the reported problem. The customer¿s immediate concerns were addressed by replacing the transducer. The investigation found the transducer is capable of articulating in all four directions and meets the minimum angle requirements. However, the frayed wire and its effect on freeplay would likely be noticed by the user and if the user did not articulate the anterior/posterior knob far enough they may have falsely concluded the transducer was unable to articulate. This issue has not reoccurred at the customer site post repair.